Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that water does not circulate when in use. A replacement as5000 unit was brought in for testing, but water did not circulate. Also, when a different cooling pad was used, it could be used without problems. As it is believed that the cooling pad is faulty, requesting a return/exchange, an investigation into the cause, and the submission of a report.

Event description:
It was reported that the water did not circulate when in use. A replacement arctic sun device was brought in for testing, but water did not circulate. Also, when a different cooling pad was used, it could be used without problems. As it was believed that the cooling pad was faulty, requesting a return or exchange, an investigation into the cause, and the submission of a report. Per follow up information received via task on 10oct2024, the device would ship to us. Another device was used. No repair yet. Patient was involved. Therapy was completed on new device and no impact to the patient.

Manufacturer narrative:
The reported issue was confirmed due to an air leak in the pad. However, the root cause of the air leak could not be identified. Visual evaluation of the returned sample noted one opened arctic gel neonatal pad present with no original packaging. Visual inspection noted the following: no obvious visible defects such as cuts or tears in the foam. No visible chips or deformities at the ends of all connectors. Tubing for the pad noted no kinks or punctures present. Hydrogel was intact with pad and not separated. No crushed dimples or signs of over lamination in the pad. A review of the device history record and manufacturing controls did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. The labeling was reviewed and found to be adequate. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.